Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a no flow event occurred requiring additional intervention. The lesion being treated was a 70-99% sub-total occlusion extending 19-20cm in length from the sfa to the pop and demonstrating slow flow via single vessel run-off. The physician used a 2.0 oad and performed 2 spins (for the length of the lesion) at low speed for <30sec each, then 2 spins (for the length of the lesion) at medium speed for <30sec each, and then 2 spins (for the length of the lesion) at high speed for <30sec each. Nitro was administered after each run and the flush bag contained viperslide, nitroglycerin, nicardipine and heparin. Follow-up angio demonstrated no flow. The patient¿s foot was cold and mottled. The act=238 after the atherectomy intervention. At this time a 4mg tpa bolus was administered via direct catheter injection to the affected area and a continuous infusion was initiated. Over a 90min timeframe, various catheters and balloons were used in an attempt to restore flow to the foot, but none were successful. The vessel was not aspirated as no marked emboli or thrombus was noted by the physician. The tpa infusion continued through the weekend with multiple nitro injections performed through the infusion catheter as well. The tpa infusion was discontinued on monday morning with no improvement in flow or perfusion to the foot. The patient was then scheduled for below the knee amputation on wednesday evening. Additional information has been requested regarding this event.